Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Following our receipt of the four returned unopened sensors and performed visual inspection to one random sensor and found sensor damage (smash like) as noted int he comments by the customer but unable to confirm packaging anomaly due to customer did not return original box in summary the customer complaint about packaging damage could not be confirmed but sensor damage was confirmed, missing the original packaging box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported box was damaged. The customer reported no adverse event. The event involved product(s) mmt-7040b. Troubleshooting was performed. The sterile barrier was intact. No harm requiring medical intervention was reported. Product return for mmt-7040b is expected and the customer response was the device will be returned.